Event description:
It was reported the pt had some abdominal pain after his scs system was implanted. The physician had sent the pt for an x-ray and a CT scan, and both results were normal. F/u identified the pt had an existing hernia, which flares up occasionally. With further f/u, it was reported the pt was receiving effective stimulation and coverage, and the issue had subsided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.